Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the position of the cam when the valve was received was 200mmh2o. The valve was visually inspected, no defects were noted. The valve was tested for programming. The valve failed the test. During the programming process the cam mechanism did not move. The valve was irrigated with purified water; no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was retested for programming. The valve failed the test. During the programming process the cam mechanism did not move. The valve was pressure tested at 200mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification and biological debris was found on the spring, on the spring pillar, on the cam mechanism, and on the base plate. The cam magnets were also controlled. No defects were found. Review of the history device records confirmed the valve product code 82-3101, with lot ckhbb8, conformed to the specifications when released to stock on the 30th june 2009. The root cause of the problem is due to biological debris within the device. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). The valve couldn't get programmed again. As a result used another similar product.(B)(6) 2014 the valve has been revised. It has been implanted on (B)(6) 2013 and explanted on (B)(6) 2014.upon completion of the investigation a follow up report will be filed

Event description:
The valve couldn't get programmed again. As a result used another similar product.(B)(6) 2014 the valve has been revised. It has been implanted on (B)(6) 2013 and explanted on (B)(6) 2014.